Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control data, specifications, and visual inspection of the returned device was conducted during the investigation. One device was returned for investigation. A visual examination of the returned device noted the clear tubing was partially separated from the purple hub. The catheter portion measures 19.2 cm in length. A thorough of the device history record did observe any non-conformance(s) that may have contributed to this incident associated with complaint lot number; 7796676. A search of the manufacturer's database for similar complaints revealed this record to be the only reported complaint associated with complaint lot number; 7796676. A definitive root cause could not be determined, however; based on the provided information and evaluation of the returned device(s), the actual root cause is deemed to be; ¿inconclusive¿. The failure originated at the molded transition between the silicone extension tubing and over-molded plastic hub. This failure mode is being escalated per internal processes.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that a split/fracture was observed at the junction between the purple lumen and the extension tube of the turbo-ject® double lumen over-the-wire power-injectable PICC (peripherally inserted central catheter) line. The PICC line was inserted on (B)(6) 2017 and removed on (B)(6) 2017 due to the reported breakage. Blood was being withdrawn from the patient at the time the product issue was noticed. The customer also reported that the patient was very ill, and the line had a very high frequency of access each day, with 3 way tap connections with microclave attachments for multiple infusions and blood draws. These connections were left on the PICC line to be sent back for investigation. The patient's nurses cited the patient's poor health as the reason for the high rate of access. The issue reportedly necessitated the insertion of a new PICC line. The circumstances surrounding the usage and handling of the device, aside from the reported frequency with which the line was accessed, were not reported. The product is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.